Event description:
This spontaneous case was reported by a nurse and describes the occurrence of allergy to metals ("nickel allergy") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and pruritus generalised ("itching all over"). On (B)(6) 2016, the patient had essure inserted. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals outcome was unknown and the pruritus generalised had resolved. The reporter provided no causality assessment for allergy to metals and pruritus generalised with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel most recent follow-up information incorporated above includes: on (B)(6) 2018: case upgraded to incident - essure was removed, itching resolved since then. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a nurse and describes the occurrence of allergy to metals ("nickel allergy") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and pruritus generalised ("itching all over"). On (B)(6) 2016, the patient had essure inserted. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals outcome was unknown and the pruritus generalised had resolved. The reporter provided no causality assessment for allergy to metals and pruritus generalised with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: results: positive for nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.